Manufacturer narrative:
Merge healthcare performed an investigation (B)(4). It was determined that the customer's issues were only experienced during off-hours. During off-hours the customer's router was going through a migration. During a data/router migration errors due to memory constraints may occur. Once the migration was fully completed, the customer reported that images and studies were available and viewable as expected. The situation that occurred on or around (B)(6) 2017 has not happened again per follow-up contact with the customer. No additional actions are anticipated at this time. The customer has requested that the issue/complaint be closed as they are no longer experiencing the issue.

Event description:
Merge iconnect enterprise archive is intended for use as a vendor neutral archive for storage and communications of medical images and data. The system is designed to provide workflow integration capabilities for healthcare enterprises. The customer contacted merge healthcare on (B)(6) 2017 alleging that they were unable to view images from studies. Merge healthcare support investigated the customer's allegation and performed ongoing monitoring and troubleshooting activities. On (B)(6) 2017, the customer reported to merge healthcare that two patients allegedly had their hospital stay extended by a day due to issues with viewing the patient's images. Due to merge iconnect enterprise archive not functioning as expected, there is a potential for a delay in treatment that may lead to harm. However, the customer did not indicate that there was any harm to a patient as a result of this issue. (B)(4).